Event description:
Received a copy of : cmdsnet report : s-4046, mdip 13738 from health canada which states, "pump channel was ringing air in line for an infusion of IV insulin. I trouble shooted air in line alarm, and despite no visible air in line pump channel continued to ring off air in line, therefore writer disconnected the line from patient and proceeded to remove IV line from pump and re-primed a new IV line. I then went and placed the new IV line into the same pump channel and closed the channel. Before attaching line to patient I opened the roller clamp and witnessed the IV drip chamber dripping by itself and draining from the IV line even though the pump channel was off and channel door was closed. At this time the IV line was not attached to the patient. So then I promptly removed the IV line from the channel and removed said channel from alaris pump brain and a new channel was used in it's place. As this channel was intermittently infusing prior to removal of IV line, blood sugar was promptly checked and was stable. Infusion pump channel sent to clinical engineering for repair." There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Omit : initial reporter state, a140502 - free or unrestricted flow (2945) additional information : imdrf annex a, b, g codes and manufacturer narrative. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
Received a copy of : cmdsnet report : s-4046, mdip 13738 from (B)(4) which states, "pump channel was ringing air in line for an infusion of IV insulin. I trouble shooted air in line alarm, and despite no visible air in line pump channel continued to ring off air in line, therefore writer disconnected the line from patient and proceeded to remove IV line from pump and re-primed a new IV line. I then went and placed the new IV line into the same pump channel and closed the channel. Before attaching line to patient I opened the roller clamp and witnessed the IV drip chamber dripping by itself and draining from the IV line even though the pump channel was off and channel door was closed. At this time the IV line was not attached to the patient. So then I promptly removed the IV line from the channel and removed said channel from alaris pump brain and a new channel was used in it's place. As this channel was intermittently infusing prior to removal of IV line, blood sugar was promptly checked and was stable. Infusion pump channel sent to clinical engineering for repair." There was patient involvement but the information on patient impact is not known.